Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr - (B)(6) private hospital (B)(6) 2018. Primary implant date: (B)(6) 2011. Revision for: pain. Patient was booked for a patella revision. Upon closer inspection of the prosthesis intraoperatively the primary prostheses were scratched and there were also areas of osteolysis. Male patient aged (B)(6), dob: (B)(6), height: 170cm.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: b5 and h6 device code.

Event description:
Updated 29-jun-2018: medical records received. After review of the medical records for MDR reportability, the revision operative note was provided. Dob was provided and the revision was of the right knee. Femoral and tibial components were noted to be solid. Insert was delaminating/deformed yellow. Patella was noted to have cysts, but component was solid with plastic failing in two places. At this time it's unknown what is meant by failing in two places. Pc will be updated with these findings.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null.. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated 29-jun-2018: medical records received. After review of the medical records for MDR reportability, the revision operative note was provided. Dob was provided and the revision was of the right knee. Femoral and tibial components were noted to be solid. Insert was delaminating/deformed yellow. Patella was noted to have cysts, but component was solid with plastic failing in two places. At this time it's unknown what is meant by failing in two places. Pc will be updated with these findings.

Manufacturer narrative:
Product complaint # (B)(4). H10: the information on this report should have submitted under follow-up #1, but was erroneously submitted as follow-up #2.  This report is being electronically submitted at the request of the FDA to correct an error in the sequential numbering of the follow-up reports. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 device code. Recaptured codes in h6 d2b.